Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The spring tip is bent/kinked. Microscopic inspection was performed. The spring tip is bent/kinked. The solder point was damaged due to rotational friction. The guidewire has no evidence of being kinked. Dimensional inspection revealed that the overall length o.d. Distal (outer diameter), o.d. Medium and o.d. Proximal were within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that a burr was stuck at the site with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus and a 330cm rotawire was selected for use. During the procedure, all required connections were stablished. The rotawire was parked in the distal rca while the burr was parked in the proximal rca. When a run 1 was performed at 185 rpm, it was noted that the wire got looped at the distal end while advancing the burr. Consecutively, the burr was stuck in the lesion with the wire that was also got bent. The device was removed with the wire manually. The procedure was completed with another of same device. No patient complications were reported and patient condition was stable post procedure.

Event description:
It was reported that a burr was stuck at the site with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal of the right coronary artery (rca). A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, all required connections were established. The rotawire was parked in the distal rca while the burr was parked in the proximal rca. When the first run was performed at 185 rpm, it was noted that the wire got looped at the distal end while advancing the burr. Consequently, the burr was stuck in the lesion with the wire that also got bent. The burr was removed with the wire manually. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable post procedure.